Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a fever and her ipg site was oozing pus. The patient was admitted to the hospital and cultures were taken, but an infection was not confirmed. The patient was later discharged from the hospital, however she was later readmitted because her ipg site was not healing properly. The patient's ipg was subsequently explanted on (B)(6) 2014. The physician indicated he did not believe an infection was present, rather the ipg site was open and not healing properly.